Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was all electrodes 10,000 ohms after replacement implantable neurostimulator (ins). The patient felt adequate stimulation. The outcome was resolved without sequelae. No actions were taken as intervention. Diagnostic methods included surgical observation specifically ¿again extension to ins connected.¿ the etiology was noted as related to the device or therapy and related to the implant procedure. The etiology was noted as related to the ins pocket. The patient reported after the procedure that it felt like shocking. The patient only felt stimulation at high amplitude. The surgeon started the procedure again and the extension was not connected right to the ins. The extension was reconnected and the problem resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37082, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) loss of stimulation and high impedances after the implantable neurostimulator (ins) was replaced. Troubleshooting was done of reprogramming and changing the lead configuration. The patient underwent additional surgery during which the problem was identified: the distal part of the extension was in bad shape. As a result it was very difficult to insert the electrodes in the connector block. This was corrected. Both the ins and extension remained implanted and in service. The issue was resolved. The patient was alive with no injury. If additional information is received, a follow up report will be sent. Reference manufacturer report # 3007566237-2016-00409.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was shocking paresthesia.